Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure, the 16f esheath+ was inserted onto a extra stiff guidewire without difficulty and upon insertion of the commander delivery system and 29mm sapien valve, push force was needed to insert the system. The difficulty was experienced approximately 5' into the sheath transition. There was focus on the wire as the patient's root was horizontal. During insertion of the system, a fluoro was performed and the devices 'looked normal' and at that point there was no issue with the devices. Insertion was continued, to 'push' the system into the patient and suddenly the patient's pressure dropped. An iliac perforation was noted. An attempt was made to withdrawal the system but on fluoro it was seen that the valve strut was protruding through the sheath. Withdrawal was stopped, the sheath and the system were left in the patient. The sheath was intact up to the distal tip but there was a 'hole' approximately 2' on the sheath liner. Bleeding was noted through the sheath. The patient bled out and subsequently, the patient expired. The bleeding that occurred was internal there was no bleeding from the esheath. The hospital is not allowing the devices to be returned. Per report, there was no steep insertion. The vessel was pre-dilated with a 18fr dilator. It appeared that during withdrawal the damage to the valve occurred.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions), and h10 to reflect product investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed. The valve/frame appeared to have been distorted with severely bent struts at the outflow. The 3mensio revealed presence of tortuosity and calcification in the right access vessel. During the manufacturing process all inspections are conducted on 100% of the units. During incoming inspections of the components, the valve frames are dimensionally inspected by both manufacturing and quality. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection and brep process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints related to this event. The commander delivery system with the s3/s3u, device preparation manual and device procedural manual were reviewed for guidance and instructions. The device procedural manual provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, and ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Check delivery system locked in default position and edwards logo up, insert loader completely into sheath, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation (above the renal arteries), advance thv through loader and sheath using short movements, and retract loader and peel away if more working length is needed. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation and to prevent leaflet damage, the thv should not remain in the sheath for over 5 minutes. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. Review of the DHR, lot history, and complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'upon insertion of the commander delivery system and 29mm sapien valve, push force was needed to insert the system. The difficulty was experienced approximately 5' into the sheath transition' and 'insertion was continued, to 'push' the system into the patient and suddenly the patient's pressure dropped. An iliac perforation was noted. An attempt was made to withdrawal the system but on fluoro it was seen that the valve strut was protruding through the sheath.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,' 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' As revealed through medical imagery review, patient's access vessel had presence of tortuosity and calcification. Tortuosity and calcification can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. If excessive force was used overcome navigation difficulties, it could cause the frame to physically interact with esheath, resulting in bent/deformed struts seen at outflow. In this case, available information suggests that procedural factors (excessive device manipulation, high push force) and/or patient factors (tortuosity and calcification) may have contributed to the reported event. Control limits are managed and assessed through complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for the correction of health effect - clinical code. During a recent administrative review the complaint was re-opened to change the health effect - clinical code (h6) code from "hemorrhage/bleeding" to "great vessel perforation".